Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during implant on (B)(6) 2018 the device was not pacing due to a suspected wire problem on the lead. The lead was not use and was replaced. Patient condition was stable.